Event description:
It was reported that there is an error: downstream occlusion. The event occurred while in use with the patient which caused delay in infusion therapy, but no harm and the pump was swapped out.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The root cause was unable to be established. As a preventative measure the main board and the dso sensor were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.